Event description:
Device issue: stent dislodgement. Time of device issue: during use. Adverse event: none. It was reported that the target lesion was located in the mid left anterior descending artery, and predilated with both a 3.0x6 and a 3.0x10 non-abbott balloon. Several attempts were made to advance the 3.0 x 15 promus stent; however, it would not cross the lesion. Upon removal, it was noticed that the promus stent was not over the balloon, but somewhere along the shaft. Another promus stent was used successfully. No patient effects. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A review of the device lot history record is forthcoming. A follow-up will be submitted.